Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a review of the pump black box data indicated a low battery warning followed by a replace battery alarm, as well as evidence of a voltage drop. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump emitted a replace battery alarm within 18 minutes of a low battery warning. The battery life allegedly did not last as long as expected, and the battery was hot to the touch when removed for replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.